Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on keypad traces. Displacement test was not performed due to unresponsive buttons. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at display window corners, cracked lcd window, and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 222 mg/dl. Customer had just changed the set, was outside, and possibly exposed to heat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.